Manufacturer narrative:
Patient weight was not provided by the site. On 7/26/2016 a medtronic clinical specialist went to the site and tested the system. He was unable to replicate the reported issue unless he abruptly moved the sawbones model during a spin. System performed properly during testing.

Event description:
A site radiology technician report that during a spinal fusion, the o-arm a/p and lateral localizing images looked great, but the 3d spin showed up on the mvs (mobile viewing station) with a shadow-like image almost as if duplicate scans were placed on-top of each other. The surgeon indicated it was usable and elected to continue the surgery without delay. No patient impact.

Manufacturer narrative:
A review of the software logs found: there were three 3d scans according to the log files. At 8:43:22, the user performed a fluoro gain calibration. At 8:44:38, the user performed a radioscopy gain calibration. At 8:52:29, the user successfully performed a 2d scan as evident by the following log message: ¿2d scan - 38 image frames drawn to screen (38 grabbed frames includes 0 "bad" and 0 "missing").¿ at 8:52:50, the user completed another 2d scan for 24 frames. At 8:52:58, the user completed another 2d scan for an additional 24 frames. At 8:54:17, the user performed a 3d scan as evident by the following log message: ¿3d scan - 745 projections recorded (745 grabbed frames includes 0 "bad" and 0 "missing").¿ at 12:36:26, the user performed another 3d scan. Like the previous one, it was preceded by a successful 2d scan. At 15:42:46, the user performed the final 3d scan of the day. The scan was also preceded by a successful 2d scan. All of the 3d scans completed successfully according to the log files. There were no obvious errors or warnings during the scans. A review of the scans confirmed two spine images superimposed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.